Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review analysis of images. The complaint for damage to vessel during insertion was confirmed with objective evidence via imaging evaluation of submitted fluoroscopic images. Fluoroscopic images confirmed severe tortuosity, suggesting that patient anatomy and excessive movement of the delivery system contributed to the reported event. Severe tortuosity of the right femoral and iliac vein was recognized during dilator insertion. There was a lot of friction but physician felt comfortable proceeding. The delivery system also bent upon insertion and was unable to advance and flex down into the rv due to the kink in the iliac veins. Tortuous anatomy in the femoral and iliac veins in conjunction with excessive movement of the delivery system during insertion, likely contributed to the reported event of injury to the right external iliac vein. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective and preventive actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of an evoque valve in tricuspid position where a severe kink of right femoral / iliac vein was recognized when inserting dilators, but physician was confident to proceed even with significant friction. When reaching the ra with the ds, it wasn't possible to steer down into rv due to the kink of the iliac veins. The patient then became hemodynamically unstable, maybe due to blood loss and received a fluid bolus to treat the instability / blood loss and protamine to reverse the anticoagulation. Post procedure CT confirmed damage to the right external iliac vein.